Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit communicated properly with glucose sensor simulator test. No calibration error noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer was hospitalized with a blood glucose level of 96 mg/dl. Customer does not think that it is the pump causing the low but she mentioned that there is a crack on the pump. Customer was assisted with blood at site, cal error, and change sensor. Customer's blood glucose level is 108 mg/dl. Customer stated that the damage is on the corner of the screen from the display. It is on the right top side of the pump. Insulin pump will need to be replaced. Customer declined troubleshooting for low blood glucose levels. Customer was hospitalized on (B)(6) 2014 between 10:40-11:00 pm. Customer had a low blood glucose level in the morning and had a migraine. Customer was just sitting and waiting for the migraine to go away. The perceived cause of the low blood glucose level was the migraine. Customer was given IV drips/fluid. Customer will be sent a replacement belt clip and a new holster as a courtesy. No additional information provided.